Manufacturer narrative:
The product was not returned. Manufacturing and quality control data - without a serial number it is not possible for us to retrace the complained product. Nevertheless, we can ensure that a progav 2.0 shunt system has a normal pressure range of 0-2c cm h2o. The shunt system was inspected. All parameters are inspected and signed during the manufacturing process. Complaint history - see the complaint history in regards to the article number over the last 3 years: 2017 - 5 total complaints - 2 with similar malfunction. 2018 - 5 total complaints - 0 with similar malfunction. 2019 - 5 total complaints - 1 with similar malfunction. 2020 - 2 total complaints - 2 with similar malfunction. No corrective actions were needed. Result - an investigation was not possible because no product was available. Based on the complaint description it could be possible that any deposits of protein have caused the valve's non-adjustability. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. However, we cannot fully clarify what influenced the valve condition, as this would require an examination of the valve. No further actions are required.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date. Sometime after the implantation, the symptoms of the patient were "not so well" and ventricular enlargement was confirmed. So, the surgeon tried to adjust the pressure to 0cm but it did not improve. After this, the surgeon took out the progav and implanted another company's product instead. The surgeon noted that perhaps the size of the product had not been appropriate to the patient when he chose the product. Also, the surgeon did not try to flash since he had no idea that the product was able to be flashed. There was no blockage found within the catheter that was taken out at the same time as the valve. A revision was performed due to the malfunction. Additional information was not provided. Associated medwatches: 3004721439-2020-00064, 3004721439-2020-00065.